Manufacturer narrative:
The device was not available for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report and assessment from the physician, the reported death was not related to the device.

Event description:
It was reported to nevro that a patient had stopped breathing at the end of the trial procedure. The patient vomited while she was under conscious sedation and was aspirated. The trial was aborted and the patient was taken to the ER. The patient was transferred to ICU and had passed away on (B)(6) 2017. The physician had noted that during the trial procedure, the lead placement was normal and the event was not device related since the system was not turned on at any point in time.